Event description:
Baxter was notified of a donor reaction that was experienced during an amicus procedure. The apheresis reported that 15 minutes into collection procedure, the donor complained of tingling. The donor received 3 tums tablets to minimize symptoms, which are known to be associated with "acd". The donor noted that this was not unusual as donor was given tums in a previous apheresis procedure. At 30 minutes into the collection procedure, the donor reported discomfort and palpitations in the chest. The operator ended the collection procedure and reinfused the donor. The donor's chest discomfort subsided shortly thereafter. The operator then noted that the donor's left eye was swollen. The medical director for the apheresis center recommended that the donor be admitted to the ER. The ER physician examined the donor, concluded this to be an allergic reaction, and gave donor one shot of benadryl. Donor was released from ER in good condition. The apheresis center followed-up with the donor for four days and was reported to have been in good condition. The apheresis center reported this event to be donor isolated reaction. The donor is deferred from future apheresis donations.